Event description:
Report received of inadequate color change of amsorb, a carbon dioxide absorbent. The customer states that the granules changed color on the inside center area of the cartridge first. At a glance, the outside granules were white. The impression was that the absorbent was not exhausted and the surgery case began. The end-tidal co2 level increased. The highest level reached was 40mmhg. First the anesthesia machine was checked for any problems and then the absorbent was checked. It was then noticed that the graunules had changed color in the center and there might be a slight color change at the outer edges. Usually the granules in the lower cartridge did not have any color change. The color indicator is added during manufacture and has a sensitive ph factor that causes the granules to change color as they near exhaustion. The amsorb was changed out for fresh cartridges of amsorb and the co2 level would normalize. The pt's vital signs and o2 saturations stayed within normal limits. Although requested, it was unknown to the reporter the pt's age, sex and diagnoses. Add'l pt info was requested, but no further info was available.